Event description:
A regulatory compliance coordinator called corporate product surveillance on 07/10/2008 to report one cryocyte freezing container in which leaking was detected while freezing in 2008. The customer stated. "It looked like the product had a premature heat of fusion." The customer stated that the oncologist chose not to use this container. The customer also indicated that the intended pt had enough cells for treatment dose in other bags that were not affected. Therefore, there was no negative pt impact. Add'l info from the customer revealed the following hematopoietic progenitor cells collected by apheresis were the type of cells that were stored in the cryocyte container. The fill volume was 100ml. The cryocyte container was filled in the event date. When asked what the disposition of the cells were following the break, the customer reported that the break was seen upon opening the controlled rate freezer at the end of the freeze process. The customer stated they would have seen the leaking during the filling and placement into the freezing chamber. It appears the container broke during the freezing process. Frozen droplets of cells were discovered all around the break. The rest of the product was contained in the bag, frozen solid. It was also indicated that the container looked like it cracked under the area where the temperature probe was placed. It appeared to be a long crack. Due to the rupture, the intended pt received a reduced dose of cd34+ cells because of the compromised product. The total collection was 6.27x10e6/kg. The dose infused was 3.77x10e6/kg because of the broken container. The physician decided not to use the cells in this compromised container. The transplant physician did raise concerns about the dose of cells. The customer stated that the facility freezes cells the morning after collection. If the pt had been sent home that afternoon and the container had broken the next day, the physician was concerned they would not have had enough cells. However, the pt did engraft as expected. The facility's freezing thawing, and storage protocol is as follows: the facility uses a heat sealer. Two different seals are placed close to the bag so that the tubing does not extend beyond the ports. Doing this prevents the tubing from getting broken when closing the canister. A freezing press is used. A cryomed controlled rate freezer was used. The final storage is in liquid nitrogen (ln)2 vapor at about -185 degree c. The product is frozen at a controlled rate. The controlled rate freeze protocol is to chill a product that is at about 4 degree c at 1 degree c/minute until the product reaches -8 degree c. The chamber cools at 25 degree c/minute until the chamber reaches -50 degree c. The heat of fusion generally happens during this super cool phase. The chamber cools at 12 degree c/min until the chamber reaches -14 degree c. The cooling rate shows to 1 degree c/min until the chamber reaches -45 degree c. The cooling rate then increases to 10 degree c/min until the chamber holds at -90 degree c at the end of the process. The product is then placed from the ln2 vapor into a chilled canister, which is then immediately placed into an ln2 vapor storage freezer. The cassettes (canisters) are metal and the dimensions are 9 1/4 inches long x 6 inches wide x 3/8 inch deep. An overwrap is not used. No damage occurred to the bag prior to placing in the controlled rate freezer. There have been no recent changes in protocols, critical equipment/supplies or personnel that may have contributed to the break.

Manufacturer narrative:
The sample is not available for an eval.